Event description:
It was reported that the sleep state started unexpectedly when it was not scheduled. The customer's blood glucose (bg) level subsequently increased to display as "high" with a bg meter value of 391 mg/dl. Customer changed the infusion set insertion site to address bg. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.